Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation, the monitor failed a pulse test. The cause for the failure was isolated to open c10, c4, and c5 capacitors, and an open l1 inductor on the defibrillator pca board. The root cause for the open components could not be positively identified. No adverse event resulted from the defective monitor.